Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had an insulation issue causing low impedance. It was also reported that the right atrial lead had oversensing, high thresholds, unipolar impedance high than bipolar, under pacing, and polarization change due to an insulation breach. The device was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.